Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) implant procedure, he had experienced flashes, did not have points of light, and had streaks of light that made his life difficult in general and affected his nightlife. The patient went to the doctor, who performed an eye test and saw that the letter entered correctly. Halfway through, it became blurred and reached the brain very blurred, therefore he would not see properly. According to the doctor, there was a plastic component that had not done its job well and that produced such flashes, which led to the conclusion of changing the lens because the entire eye itself would be fine. Additional information has received, and it states that patient has experienced glare that this lens produces, and it bothers the patient so much during the day and at night. Patient don't have any eye disease, everything was fine, the poor vision has started as a result of putting in that lens, so they thought to change the lens.